Event description:
The account alleges that during a tra cerebral angiography procedure, the tip of the catheter cracked into two pieces. The pieces had to be removed by general surgery with the patient under anesthesia. No additional information available.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.